Event description:
While prepping for an elective rotablator procedure in standard fashion, the boston scientific .009 wire broke in half outside of the patient. No harm reached the patient. The physicians assessed the patient vitals and aborted the rotablator portion, and proceeded with a percutaneous coronary intervention (pci) of the coronary artery.